Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is supplemental report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00093-1. Reports 0001032347-2017-00205, 0001032347-2017-00206, and 0001032347-2017-00207 were submitted based on the report that there were multiple events.

Event description:
(In addition to what is already reported): the drill broke while drilling into the bone. The broken drill did not fall into the patient. The event caused a three minute delay while the surgeon obtained and used another drill to complete the surgery. The specific date of the event is unknown, however the hospital advised the event occurred between (B)(6) 2016.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00093.

Event description:
It is reported the products broke during surgery. More information was requested and has yet to be received.

Manufacturer narrative:
The product identities were confirmed in the evaluation. Visually evaluation confirms that all four of the drills are broken and the broken fragments were not returned. The complaint for the four broken drills is confirmed. The most likely underlying cause of the complaint was determined to be excessive force put on the drill during use causing side loading and fracture. The non-conformance database was reviewed and there are no non-conformances associated with this lot of parts. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00093.